Manufacturer narrative:
B3: event date is not known. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that there was high impedance; the session report showed high and out of range impedances with a status of "avoid". There were no particular environmental, external, and patient factors that may have caused the event. Regarding the actions taken to resolve the issue, it was noted that there was nothing in particular that did not affect the settings. The issue was reported to be resolved at the time of the report. No surgical intervention occurred nor was it planned. No health damage was reported.